Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B66016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, endometritis, vulvovaginal candida and nickel sensitivity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included amenorrhea, endometriosis, shoulder pain, tenderness muscle, muscle weakness, asthma, low back pain, lower abdominal pain and inflammation. Concomitant products included salbutamol (albuterol) since 2009. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergic or hypersensitivity reaction type:skin reaction"), depression ("depression"), multiple allergies ("autoimmune disorder type of disorder: active allergies"), eczema ("eczema"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dermatitis allergic, depression, multiple allergies, eczema, migraine, nausea, allergy to metals, dyspareunia, vulvovaginal pain, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, depression, dermatitis allergic, dyspareunia, eczema, fatigue, migraine, multiple allergies, nausea, pelvic pain, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 177 lbs. Visible coils on the left and right both 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Normal uterine cavity. Lot number: b66016 manufacturing date: 2013-08 expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B66016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, endometritis, vulvovaginal candida and nickel sensitivity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included amenorrhea, endometriosis, shoulder pain, tenderness muscle, muscle weakness, asthma, low back pain, lower abdominal pain and inflammation. Concomitant products included salbutamol (albuterol) since 2009. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergic or hypersensitivity reaction type:skin reaction"), depression ("depression"), multiple allergies ("autoimmune disorder type of disorder: active allergies"), eczema ("eczema"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dermatitis allergic, depression, multiple allergies, eczema, migraine, nausea, allergy to metals, dyspareunia, vulvovaginal pain, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, depression, dermatitis allergic, dyspareunia, eczema, fatigue, migraine, multiple allergies, nausea, pelvic pain, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 177 lbs visible coils on the left and right both 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Normal uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: mr received: lot number was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, endometritis, vulvovaginal candida and nickel sensitivity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included amenorrhea, endometriosis, shoulder pain, tenderness muscle, muscle weakness, asthma, low back pain, lower abdominal pain and inflammation. Concomitant products included salbutamol (albuterol) since 2009. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), skin reaction ("allergic or hypersensitivity reaction type:skin reaction"), depression ("depression"), multiple allergies ("autoimmune disorder type of disorder: active allergies"), eczema ("eczema"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, skin reaction, depression, multiple allergies, eczema, migraine, nausea, allergy to metals, dyspareunia, vulvovaginal pain, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, depression, dyspareunia, eczema, fatigue, migraine, multiple allergies, nausea, pelvic pain, skin reaction, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Normal uterine cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, dyspareunia, allergy symptoms, nickel allergy quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2019: fu 2 and 3 processed together. Pfs and mr received. Reporter information, lab data, medical history added. New events added- skin reaction, depression, active allergies, eczema, migraines / headaches, nausea, nickel allergy, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, hair loss, vaginal pain, pelvic pain, fatigue incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.